Event description:
It was originally reported that the zoom handles are breaking, leaving exposed wiring and sharp metal edges. It was further reported that the staff members have injured their hands on the broken handles. Upon further investigation, it was found that the zoom handles have exposed plastic edges and the exposed wiring is <24vdc (dc discharge). The user facility stated the users were cut and treated with neosporin, they did not require any medical intervention. These issues are not reportable.

Manufacturer narrative:
User facility stated that this was a general concern and were unable to provide an exact number of injuries or number of devices that this happened on, therefore no evaluation was performed. Upon follow up with the user facility, it was determined that the injury was not severe and the defects are not reportable hazards. Section b5 and section h have been updated. H3 other text : see h10.

Event description:
It was reported that the handles on the zoom carts are breaking causing the hard plastic body to crack and fall off, leaving exposed wiring and sharp edges. It was further reported that staff members have injured their hands. Attempts are being made to gather additional injury and treatment details from the user facility.